Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with automatic mode switch episodes caused by far field r wave oversensing on their implantable cardioverter defibrillator. Programming changes were made to the device to address the issue. Patient had no consequences as a result of the event.